Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the plunger and pushrod were in advanced position in the preloaded insertion system. No assembly errors and/or defects were observed related to the manufacturing process. Lack of lubricant material was observed in the cartridge. The intraocular lens (iol) was returned cut in two pieces. Loose fibers/particles were observed on the lens pieces related to the handling of the unit out of a sterile environment. One lens piece was observed with a large cut. The conditions of the product returned is consistent with a unit that has been previously handled and prepared for surgical process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, an intraocular lens (iol) was stuck in the cartridge. Reportedly, the surgeon took the iol out from the cartridge and the optic was noticed broken. No patient injury was reported. No further information was provided.